Event description:
Customer (end user) complained of air entrapment below the drip chamber of fluid delivery set where it connects to the tubing. And also at the distal end of the tubing where it connects to the male luer fitting. There was no pt injury.